Manufacturer narrative:
These devices are inserted into the blood vessels during cardiac surgery. Cracks in the material may lead to loose fragments in the vasculature which could embolize distally and cause infarction. If not detected prior to use the potential for patient injury is not remote. The device was not returned for evaluation, as the device request is still ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a fem-flex ii femoral arterial cannula for ECMO had a crack on the tip during use. The device was replaced. There were no clinical signs, symptoms or conditions.

Manufacturer narrative:
The root cause of this event cannot be conclusively determined. However, it is likely that user and/or procedural factor contributed to the event.